Event description:
Information from the patient's nurse states that the patient had 2 visits in which high impedance warning was seen on the vns. The last was in (B)(6) with the nurse and the initial was at any appointment with the neurologist last (B)(6). He initially referred her back to neurosurgery. The patient was seen (B)(6) 2016 and a flag came up stating that the battery is near end of service. The family wants to hold off on seeing neurosurgery because they are not sure if the vns has reduced seizures. The physician's assistant turned the output current off for both magnet and normal modes and will monitor the patient.

Event description:
A programming history database periodic review was performed on 02/28/2016. A high impedance event has been verified to have occurred on (B)(6) 2015. On (B)(6) 2015, the a system and normal mode diagnostics were performed and resulted in ok/high/7/no and limit/high/7/no, the device was interrogated and the settings changed to 0.0/20/250/30/1.8 2.25/500/60, at the end of the visit the device was programmed to 1.0 ma. Attempts have been made to the neurologist for more information but no relevant information has been obtained to date.

Event description:
Information was received reporting the patient has a replacement scheduled. It was noted that the patient has had vns off since 2016 and that there was high lead impedance event in the past. No surgery has occurred to date.

Event description:
Product analysis for the generator was completed and approved on 01/15/2019. Analysis of the generator found that the device had reached an end of service condition due to a depleted battery. The device performed according to functional specifications. Product analysis on the lead was completed and approved. The connector pin cannot be removed from the pulse generator header. A thick layer of what appears to be an oxide scale (reddish-brown deposits) was noted on the connector pin surface covering most of the connector pin surface. An energy dispersive spectrometry (eds) analysis was performed on the sample of the substance observed on the pin. The analysis showed the presence of elements consistent with stainless steel 316. The higher percentage of iron in this sample suggests oxidation may have occurred. Based on the inspection results it is believed that the most likely reason for the removal difficulties was oxidation of the connector pin. Sem showed that the connector pin surface showed pitting on the pin. Though it is difficult to state conclusively the observed condition mentioned above may confirm this to be a contributing factor for the reported ¿high impedance¿ allegation. Note that since a significant portion of the lead (including the electrode array) was not returned for evaluation, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was reported that during surgery for the patient there were issues getting get the pin out of the generator during the surgery. They eventually got the set screw out but still could not pull out the pin and eventually broke the lead wire so the whole system had to be replaced. He stated he could not see a cause for why the pin wouldn¿t come out as there was body fluid on the generator that made it hard to see. The generator and part of the lead were available for return. The generator and lead were received. Analysis is currently underway but has not been completed to date.